Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system as part of an endovascular aortic repair. During the procedure, a 26mm trunk-ipsilateral component was reconstrained and repositioned to allow for contralateral access. Both the trunk-ipsilateral and contralateral leg components were implanted as planned. However, post-implant procedural angiography reportedly revealed a narrow flow lumen of the ipsilateral limb. The narrow area was reportedly seen below the level of the device flow divider, approximately 5-6 cm from the proximal end of the trunk component. The physician ballooned the ipsilateral limb three times. The device narrowing was temporarily resolved, but then recoiled to its compressed position. The physician then implanted a 14mm x 3 cm stent inside the ipsilateral limb. The device was fully patent, and the procedure was concluded without any further complications. The patient tolerated the procedure. According to the physician, the narrowing of the ipsilateral limb may have been caused by the device not being able to be rotated easily upon repositioning. The delivery catheter reportedly was kept in place (i.e. Was not being advanced or retracted) while the catheter handle was being turned. The physician indicated this may have resulted in torque not being transferred properly from the handle to the device, possibly leading to the compromised ipsilateral limb. The physician also indicated device oversizing may have contributed to some difficulty in repositioning the device (patient¿s proximal aortic neck measured 20-21mm).

Manufacturer narrative:
Concomitant products: patient medications include aspirin, atorvastatin, cyanocobalamin, enalapril maleate, epinephrine, tramadol, and vitamin d. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.